Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device. It was reported that there was leakage current from the sheath when the subject device was checked in saline. However, the exact cause of this issue cannot be conclusively determined. The manufacturing record of lot indicated was reviewed and found no irregularities. Based on similar cases in the past, omsc presumes that the patient felt stimulation due to any of the following possible causes in the output. - the coating on the outer sheath was torn, exposing the metal coil inside the sheath. - the patient was in contact with metal parts of the operating table or the metal exterior of the device. - the patient¿s clothes were wet. - the p plate was weakly attached to the patient. - the p plate was attached to a wrong location of the patient. - the a cord was in contact with the patient. The instruction manual of the device has already warned as follows; *before each case, prepare and inspect the instrument, sd handle and a cord as instructed below. Inspect other equipment to be used with the instrument, sd handle and a cord as instructed in their respective instruction manuals. Should the slightest irregularity be suspected, do not use the instrument, sd handle or a cord; contact olympus. Damage or irregularity may compromise patient or user safety, such as infection control risk, tissue irritation, perforation, bleeding, mucous membrane damage or thermal injury and may result in more severe equipment damage.

Event description:
During an endoscopic submucosal dissection, the subject device was used. In the procedure, the patient felt stimulation. The procedure was completed with another device. There was no patient injury reported.